Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and checked the power supply board and j5,5v,8v and 24v were normal while 48v was abnormal.they disconnected the turbine drive board and the 48v returns to normal and the h/w fault alarm was eliminated. After restarting the unit it is okay but the same failur occurs again later. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that turbine motor fault alarm occurs occasionally on the vela ventilator when the unit starts up. Vela is normal if it is restarted, if the device not restarted then low battery alarm occurs. Sometime, the dc status led blinks then followed by hardware fault alarm, then power supply overheat alarm, and the heat sink on power supply board will be very hot. The customer confirmed that there was no patient involvement associated with the reported event.